Manufacturer narrative:
(B)(4). Concomitant medical product: 574201040; avenir cmpl ha std col size 4; lot number 3108404. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the shell. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with heterotopic ossification surrounding the joint space as well as findings suggestive of loosening of the femoral component proximally. No problem was found with the devices in relation to the ho, as it was determined to be not device related by hcps. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that there was a revision procedure 7 months post implantation due to loosening of the stem inside of the femur. Procedure was completed using a new stem. Analysis of the x-ray provided showed heterotopic ossification along the acetabulum. There is no additional information available at the time of this report.